Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
A healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted.

Event description:
Healthcare professional reported that during explant surgery, the patient had left side rupture instead of capsular contracture baker grade iii as previously reported. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, h6

Event description:
A healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional reported that during explant surgery, the patient had left side rupture instead of capsular contracture baker grade iii as previously reported. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture :no observed. Additional observations: brown particle observed on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported, left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: brown particle observed, on the device. Observed, 40 mm dark patch edge material inside gel device.